Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explant of the intraocular lens two weeks following initial surgery. The patient complained of their "quality of vision" and dysphotopsia. Additional information is requested.